Event description:
Technician alleged that the high voltage power control board has burned/short components.

Manufacturer narrative:
The technician replaced the power control board to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.